Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, neuromuscular problems, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002. It was reported that the patient underwent surgery for stress urinary incontinence on (B)(6) 2012 and had a boston scientific product implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, neuromuscular problems, and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency, urge incontinence, urinary frequency, pelvic discomfort, urethral hypermobility, and probable interstitial cystitis.

Event description:
It was reported that following insertion the patient experienced urgency, urge incontinence, urinary frequency, pelvic discomfort, urethral hypermobility, and probable interstitial cystitis.